Event description:
It was reported that bd alaris smartsite low sorbing set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the adding filter on my IV-infusion line stops it from priming all the way through.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample was primed without any issues. The sample was then attached to a sample bd primary set and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There were no issues of leakage, air-in-line, occlusion or flow accuracy. The customer complaint of accuracy was not verified. No root cause was determined because the failure reported was not replicated. A device history record review for model 10013902 lot number 24129098 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.